Event description:
Three days post treatment with bovine collagen, the pt experienced erythema at injection sites in horizontal line of mid forehead. The pt was treated with topical steroids and oral antibiotics.

Event description:
Despite several attempts to obtain lot number for bovine collagen, there is no confirmation of lot number from the physician's office. Based on research into the shipments of collagen to the physician, there is a high probability that the lot number for the product used in this complaint was the lot number researched for this report.